Event description:
It was reported that the patient presented for a device implant procedure on (B)(6) 2022. During the procedure, it was noted that the left ventricular lead "felt very sticky" and could not be advanced through the inner catheter. The lead was not used. The patient was stable.